Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 600 mg/dl. Customer was hospitalized because of diabetic ketoacidosis. Customer did not have symptom. Customer was treated with IV in the emergency room. Customer high blood glucose reading started on (B)(6) 2017. Customer current blood glucose was 600 mg/dl. Customer stated their blood glucose reading was over 400 mg/dl. When the incident started, customer blood glucose reading was 425 mg/dl. Customer blood glucose at the time of the incident was 600 mg/dl. Customer was wearing the pump at time of hospitalization. Infusion set was changed on (B)(6) 2017. Customer did not perform air bubbles or leaks. Customer stated cannula was bent. Drive support condition was not mentioned. High pressure test was not mentioned. Customer did not check insulin pump setting. Products will not be returning for analysis.